Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The device was returned to abbott for investigation and found the valve capsule to have deformed and the inner shaft to have several bent damages. The valve capsule was cut and found some peeling of the inner liner. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10474298). There were no reported issues during loading, which was performed by a nurse and abbott employee. Fluoroscopic check was performed. During the procedure, the navitor was impossible to re-capture on first attempt as the valve capsule of the flexnav was deformed. The navitor could only be re-captured approximately 70%. The navitor was implanted in the abdominal aorta. A replacement small flexnav was used to implant a replacement 25mm navitor valve (serial: (B)(6)) successfully. Patient remained hemodynamically stable throughout the procedure.